Event description:
Machine was found presenting smoke and flames - while not in use, and in storage. It was quickly unplugged and disconnected from the wall, as well as placed in a safe location. Manufacturer response for hemodialysis machine, tablo (per site reporter). "Following an extensive examination of the console, it became evident that a leak had occurred inside the unit. This leak precipitated a short circuit and consequential damage to a board within the system. In response, we are taking necessary steps to address the situation. Specifically, we are in the process of ordering new cables and boards to replace those that were impacted by the leak. This proactive approach ensures that we will be able to swiftly repair and restore the console to full functionality in the shortest possible time.